Manufacturer narrative:
The hill-rom technician found the patient was turning himself in the bed. The patient leaned against the siderail and it gave away. The patient fell from the bed. The patient was taken for x-rays which showed his hip was broken. No surgery was needed and is being treated by the staff. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technician found the bed functioning as designed. The reported injury is serious in nature per FDA definition. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating alleged that a patient fell off the bed. The patient fell and broke his hip. The bed was located at the account. This report was filed in our complaint handling system as (B)(4).